Event description:
It was reported per field service report: symptom - pump stops when on battery. Findings/action taken: "problem seen - led turned on untimely, possible problem from loading the battery circuit. Test with new battery, same trouble. Power replaced."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.